Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The serial number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy, the device allegedly self activated prior to using on the patient. It is unknown how the procedure was completed. There was no patient contact.

Event description:
It was reported that during preparation for a biopsy, the device allegedly self activated prior to using on the patient. It is unknown how the procedure was completed. There was no patient contact.

Manufacturer narrative:
The previously submitted emdr inaccurately reported the date. The date should have been reported as 03/07/2017. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: no visual anomalies were noted to the device. Functional/performance evaluation: it was found that the inner components were very dry. This resulted in slight difficulties priming the device. However, the driver was able to be primed and fired several times without any additional issues. Medical records review: medical records were not provided; therefore, a medical records review could not be performed. Image/photo review: images/photos were not provided; therefore, an image review could not be performed. Conclusion: the investigation was unconfirmed for self-activation, as the issue could not be recreated under laboratory conditions. However, the investigation was confirmed for difficult to prime, as slight resistance was felt when priming the device. The components of the device were found to be very dry. This likely resulted in the priming issues. However, based upon the available information, the definitive root cause for the self-activation was unknown. Labeling review: the current IFU (instructions for use) states: precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: no visual anomalies were noted to the device. Functional/performance evaluation: it was found that the inner components were very dry. This resulted in slight difficulties priming the device. However, the driver was able to be primed and fired several times without any additional issues. Medical records review: medical records were not provided; therefore, a medical records review could not be performed. Image/photo review: images/photos were not provided; therefore, an image review could not be performed. Conclusion: the investigation was unconfirmed for self-activation, as the issue could not be recreated under laboratory conditions. However, the investigation was confirmed for difficult to prime, as slight resistance was felt when priming the device. The components of the device were found to be very dry. This likely resulted in the priming issues. However, based upon the available information, the definitive root cause for the self-activation was unknown. Labeling review: the current IFU (instructions for use) states: precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy, the device allegedly self activated prior to using on the patient. It is unknown how the procedure was completed. There was no patient contact.